Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery. This 4.0 x 40, 135 wanda balloon catheter was advanced to the lesion with no resistance. The wanda balloon was inflated three times (1st inflation: 16atm / 2nd inflation: 16atm) and upon the 3rd inflation the balloon ruptured at 16atms. The procedure was completed with two smart stents, a 5.0 x 80 wanda balloon catheter and a 6.0 x 40 wanda balloon catheter. No patient complications were reported and the patient's status is good. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).